Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable results for two patients from the cobas e411 rack analyzer. Patient 1 initial procalcitonin result was 0.06 ng/ml and was reported outside of the laboratory. This result was not considered correct. The sample was repeated on another cobas e411 analyzer and the result was 0.17 ng/ml. Patient 2 initial troponin t gen 5 result was 252 ng/ml with a data flag and was reported outside of the laboratory. This result was not considered correct. The sample was repeated on another cobas e411 analyzer and the result was 423 ng/ml with a data flag. The repeat results were believed to be correct. The procalcitonin reagent lot number was 49482903. The troponin t regent lot number was 490881. The expiration dates were requested but were not provided.

Manufacturer narrative:
The field service representative found the photomultiplier tube (pmt) high voltage would not correctly adjust. He replaced the pmt tube and a printed circuit board. No further issues were noted. The investigation is ongoing.